Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Reverse diversion. What healthcare professional fired the device and what is his/her experience with the device? As I stated both the fa and the surgeon were handling the device with the fa actually foring the device. As I stated both had fired the powered circular one or two times prior. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? ¾ into the green on the left side of the device. There is an issue with the initial release with the ¿bar¿ not level in the viewing screen. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Waited yes. Approximately 15 seconds. No to retightening. Were there any issues with device use/firing? None noted. What confirmation was received that the device completed the firing sequence? Audible motor sound and stopped. Green check was lighted. How may counter-clockwise revolutions of the adjusting knob were used to open the device? As I stated two. After resistance was noted by the surgeon made additional revolutions, approximately one. Was there any difficulty removing the device? Yes resistance was noted by the fa and surgeon. Was a complete transection of the white breakaway washer visually confirmed? Yes. What is the current status of the patient? Diverted.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? What is the current status of the patient?

Event description:
It was reported that following a colostomy closure, the patient required re-operation and a leak was found. The repair was performed and the patient was given a diverted ileostomy. Surgeon was performing a colostomy closure following a hartman procedure. The procedure was performed laparoscopically. Original diagnosis and surgery was for diverticulitis, however patient and bowel appeared to be healthy at the time of surgery. Surgeon was in-serviced prior to the start of the case and all questions were answered to the surgeons satisfaction. Case progressed normally. When it came time to create the anastomoses the surgeon has a choice of a ecs29a or a cdh31p. After sizing the bowel with a cs29 and a cs33, thee surgeon determined the cdh31p to be the proper size and device. His first assist (fa) who had fired the manual circular stapler approximately twelve times in prior cases and the power circular stapler one time in a case two days prior, was tasked with by the surgeon to fire the device. Several times during the insertion of the sizers as well as the stapler the surgeon had to use his right hand from the sterile field to ¿guide¿ the devices into the rectum stump, while the fa continued holding the device to give her a ¿feel¿ for the path of adequate insertion. The stapler was tightened by the fa and the indicator read approximately 3/4 advanced into the green section (left side indication since the indicator bar was not level with this device). The safety was released and the device was fired by the fa. No usual noises were indicated. The audible cutting of the ring was heard. The ¿check indicator¿ light was on, both before and after the firing. The fa made the correct two complete 360 degree rotations of the closing knob and began to twist the stapler in a very gentle side to side quarter turn motion. After approximately six times the fa began to extract the stapler with very light pressure and indicated she felt resistance. She repeated the same side to side movement and again said there was resistance. The surgeon instructed her to ¿turn the knob some more¿. Fa still felt resistance turning the stapler side to side and gently pulling. The surgeon then reached down and twisted the stapler well past 180 degrees, almost 360 degrees. The stapler then appeared to be free of resistance and was removed normally. The surgeon performed an endo scope and commented the anastomoses looked good. The bowel was clamped using a reusable bowel clamp and the bowel and rectum were filled with air. No bubbles were noted outside of the anastomosis. Patient was closed using normal closure techniques. Post op day one the patient presented with abdominal pain. Post op day two the patient was reoperated on and a leak was found. The repair was performed and the patient was given a diverted ileostomy.